Manufacturer narrative:
The field service engineer (fse) observed fluid leaking out of the needle and onto the top of the sample tubes. The fse noted the back pressure in the needle waste pathway was splashing intermittently. The fse cleaned the needle waste pathway with water to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported drops of blood fluid leaked outside the instrument, from the primary needle, and onto the top of the tube caps involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The fluid was not observed during troubleshooting with the customer. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.